Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during dwell 3 of 4 on the home choice (hc). The patient was connected at the time of the alarm. During troubleshooting, the caregiver (cg) discovered an open clamp on an unused line. The technical service representative (tsr) assisted the cg in ending therapy. The tsr reviewed proper procedure with the cg. The patient was to complete therapy using manual supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. However, a clamp being left open on unused lines is a known cause of this alarm. Per ¿the homechoice and homechoice pro apd systems patient at-home guide¿, users are instructed that clamps on any unused solution lines must remain closed when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.